Event description:
In 2004 pt augmented with 550cc gel mammary implants- now desires to be smaller. In 2007 pt. Underwent bilateral capsulectomy and implant removal. Implants removed - right implant intact. Left implant ruptured with the capsule. Pt augmented with 400cc mentor gel implants.